Event description:
Consumer complaint of high blood results via nurse. Expected blood glucose results fasting range from 120 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently not taking medication to manage diabetes. Back to back blood test declined. Verified storage of test strips is within instructed spec. Test strip lot MFR's expiration date is 02/22/2017 and open vial date is 04/13/2015. Recall test results performed fasting from meter memory: 229 mg/dl, (B)(6) 2015, 02:51 pm; 143 mg/dl, (B)(6) 2015, 08:31 am; 141 mg/dl, (B)(6) 2015, 08:11 am; 134 mg/dl,(B)(6) 2015, 08:10 am; 110 mg/dl, (B)(6) 2015, 08:23 am; adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results via nurse. Expected blood glucose results fasting range from 120 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently not taking medication to manage diabetes. Back to back blood test declined. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 02/22/2017 and open vial date is 04/13/2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.